Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to moisture, and there is moisture under the display. Customer's blood glucose level at the time 106mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with corroded electronic and motor assemblies. The insulin pump has minor scratches on lcd window and with corroded battery tube.